Event description:
It was reported that the atrial lead dislodged. No patient symptoms were reported. The lead was capped and replaced. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.